Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump was received with stripped battery cap coin slot, cracked case at the display window corner, cracked reservoir tube lip, scratched display window and missing end cap sticker.

Event description:
Customer's mother reported that she could not get the battery cap off of the insulin pump. The blood glucose reading was 414 mg/dl. Customer was treated with manual injection. She also reported that the customer was hospitalized with a high blood glucose reading over 900 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. Nothing further was reported.